Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full-height drawer 5 was not registered as closed. A field service engineer reseated the latch sensor to resolve the issue. A field service engineer also confirmed that there was a delay in dispensing medication to the patient. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system, the tower malfunctioned and was unable to recover. There were no adverse events or injuries reported based on this event.